Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. Upon interrogation the atrial lead exhibited low impedance and noise., all other values were normal. No additional information was available.

Event description:
New information states that the atrial lead continued with noise resulting in automatic mode switch, the noise was not reproducible with isometrics. No additional information was available.